Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: occasional image interference. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): instructions olympus gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system important information ¿ please read before use should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was reported the gastrointestinal videoscope had error e237 (scope error). The issue occurred during reprocessing. There were no reports of patient involvement.